Event description:
This 47 yr old female underwent bam with silicone breast implants on 12/22/90. She has since developed baker grade 3-3.5 capsules. She also has a questionable mammogram indicating a possible ruptured right breast implant and wishes replacement of the implants. Gross exam: both implants are ruptured and gross weights are not attempted.